Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4).follow up information was received reporting that the patient had started to experience stomach cramps while doing peritoneal dialysis therapy with dianeal pd4 ultrabag prior to being diagnosed with peritonitis. Treatment was not reported. The patient discontinued dianeal pd4 ultrabag therapy and recovered from the event. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
A consumer reported peritonitis in a patient, coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. The patient experienced peritonitis. About a week later, the patient was hospitalized for the event, however, the treatment was not reported. After another week, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4).this report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for h12d09066, h12d23075, h12d27068, h12g19068, h12i27059 with no issues noted during the manufacturing process.